Event description:
It was reported that the implantable neurostimulator (ins) had depleted earlier than expected. The reporter indicated that "data" was going to be collected from the physician. The ins was consequently explanted. No further information was reported. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).